Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date : unknown. (B)(6). Device manufacture date : unknown. Investigation summary : exec summary - no samples (including photos) were returned therefore bd was not able to duplicate or confirm the customer¿s indicated failure and the root cause is undetermined. A review of the manufacturing records was unable to be performed for a complaint lot history check owing to unknown lot number for these events. CAPA/sa - based on the above no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) are required at this time. DHR review - no DHR review can be carried out as the lot number is unknown.

Event description:
It was reported that 2 pen ndl 32g 4mm pro needles had cannula break off and device attachment issues. The following information was provided by the initial reporter : the user reported the following for needle npe broken after use in that the needle npe was broken and was trapped in the rubber component of the pen. The needle also did not detach after use as the pen needle was not detached from the pen.